Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dose via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient had six baclofen pumps in less than two years, and each had to be removed due to infection. The reporter wanted to know what coating was used on the pumps. No further complications were reported.